Event description:
Facility representative reported leakage from the male luer with a fiber needle set during patient use. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
The actual sample had been discarded by the hospital and the lot number is unknown. Should additional information becomes available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
This information was inadvertently omitted in the initial medwatch. (B)(4)